Event description:
Customer reported receiving several no delivery alarms on the insulin pump. Customer stated that their blood glucose readings were 400 mg/dl and has treated with manual injections. Customer stated that the current set was working properly. Customer mentioned that they had bent cannulas and no delivery with the previous infusion sets. Customer's blood glucose reading at the time of the call was 334 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-40458.